Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed an ¿error 4¿ message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the error message began to appear 3-4 days prior to contacting lfs. Prior to error message appearing, the patient claimed he was testing with the subject meter for approximately 1 month. The patient tests his blood glucose 6x/day and takes oral medication (metformin) and insulin (humalog and lantus) to manage his diabetes. The patient reported that he was unable to obtain a blood glucose result due to the error message appearing, he took a base amount of 24 units of humalog instead of his usual 20 units. The patient reported that approximately 2 to 3 days after error message began to appear he developed symptoms of ¿blurred vision, nausea and vomiting¿. At onset of symptoms, the patient confirmed he tested his blood glucose with another device and obtained a result of either ¿16.x or 17.x mmol/l¿. The patient reported treating himself with an increased dose of insulin. At the time of troubleshooting, the csr noted that the alleged error message was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.